Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was running high. Customer's blood glucose level was 419 mg/dl. He treated his high blood glucose level with a bolus. He was hospitalized on (B)(6) 2016. The customer had a diabetic ketoacidosis. His blood glucose was between 300 mg/dl and 400 mg/dl. The customer was vomiting. He was wearing the insulin pump at the time of hospitalization. The infusion set had a cannula that was bent at an angle. The time/date were incorrect. The insulin pump alarmed no delivery three times. The high pressure test passed. The device was not returned.